Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. The hcp reported that a patient had complications with the catheter. The hcp clarified that there was nothing wrong with the catheter but osteophytes grew around the catheter and choked the catheter so patient was not getting drug. They had to revise the catheter. Technical services asked for patient info and hcp declined. The hcp asked about baclofen titration redirected to baclofen drug manufacture.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath lot#serial#: unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.